Manufacturer narrative:
Unique identifiers were not provided in order to conduct a comprehensive records re-review. If additional information becomes available, a follow up report will be submitted.

Event description:
Rti surgical, inc (rti) and tutogen medical (B)(4) (tmi), a wholly subsidiary of rti, received a complaint on 02/16/2021. An adverse event was reported through a post market survey for tutomesh® for breast reconstruction application. The survey indicated that dr. (B)(6) (around 5 years' experience with the product; 20+ cases/year), has experienced the following post-operative complications: implant loss, infections, inflammation and red breast syndrome in less than 1% of cases; and skin flap necrosis in 1-5% of cases. Additional information has been requested. To date, no additional information has been received.